Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that on power up the device alarmed with malfunction alarm s421 (motor error). There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.